Event description:
It was reported to boston scientific corp that an endovive safety peg kit device was used in a esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the coating came off the wire inside the pt. Reportedly, the coating was retrieved and the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.